Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the fiber port overheated event could not be confirmed based on review of the fiber card data stored. However, the identified break in the fiber body could have contributed to overheating; therefore, the reported event is confirmed based on this finding. It is likely that rough technique or excessive manipulation of the fiber during set-up or use contributed to the fiber body break near the connector. The interaction between the user and device, caused or contributed to the observed fiber damage. According to the device instructions for use (IFU), damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified there was a fiber body break near the distal end of the connector. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted identified the break in the fiber body near the distal end of the connector. The fiber card was returned and review of the data stored did not identify any error messages. The fiber card data had recorded a total of 9,390 joules. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states, caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: based on the information available, a probable cause of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, the console screen showed fiber port overheated message, after 9,397 joules and 1:21 minutes of fiber use. The console continued to go into standby mode even after clearing the fiber port overheated message. It was noted that the fiber tip was cleaned during the procedure, the fiber irrigation and fiber distance from tissue were as per instructions for use. The case was continued and the procedure completed with a second fiber. The fiber was returned, and the analysis identified a fiber body break near the distal end of the connector.